Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The verbatim report received states that the capsule ruptured during iol implantation. Axial length, glaucoma, pseudoexfoliation, diabetes mellitus, anterior chamber depth, surgeon's experience, and previous pars plana vitrectomy are all identified as possible causes of posterior capsule rupture in published literature. The rayner rayone preloaded iol injection system risk analysis identifies the following as possible causes of "explosive expulsion of lens" resulting in capsule rupture; plunger advanced too quickly and forcing jammed plunger during iol insertion. Lens delivered in 's' orientation is also identified as a possible cause of capsule rupture within the risk analysis. The (B)(4) college cataract audit report 2020 gives a rate of (B)(4) for posterior capsule rupture. In comparison, rayner's rate of posterior capsule rupture for all its rayone hydrophilic acrylic models in the period january 2017 - september 2021 is (B)(4). Rayner and its distributor in (B)(4) have contacted the healthcare facility to obtain additional information to facilitate further investigation of the event. Availability of the product associated with this event for return has also been queried.

Event description:
On (B)(6) 2021, rayner intraocular lenses limited received notification from its (B)(4) distributor of an event that occurred during use of a rayone emv rao200e. The event description provided states that the capsule ruptured during iol implantation.